Event description:
It was reported that during the therapy, the intra-aortic balloon (iab) had been perforated/ruptured and there was blood in the helium tubing. It was noted that the iab had been inserted the day prior, (B)(6) 2024. A hospital staff member was called in to remove and replace the iab. It was stated the iab helium tubing was clamped off when they arrived, and no blood entered the intra-aortic balloon pump (iabp). The patient was noted to be stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 12 hours of the therapy, the intra-aortic balloon (iab) had been perforated/ruptured and there was blood in the helium tubing. It was noted that the iab had been inserted the day prior, (B)(6) 2024. A hospital staff member was called in to remove and replace the iab. It was stated the iab helium tubing was clamped off when they arrived, and no blood entered the intra-aortic balloon pump (iabp). The patient was noted to be stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the iab was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).